Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a shock from their implantable pulse generator (ipg). It was also reported that the right ventricular (rv) lead exhibited chronically low r-waves. Both the ipg and the rv lead remain in use. No patient complications have been reported as a result of this event.